Event description:
A us distributor reported that a patient was receiving battery/charger faults.

Manufacturer narrative:
Device evaluation of battery charger/modem has been completed.  The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light, indicating a charger failure. The root cause for the defective charger is unable to be positively identified. There was no death or adverse event associated with the charger malfunction.

Manufacturer narrative:
Device evaluation of battery has been completed. The reported problem (battery faults/will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. Upon evaluation, the battery pack tri-cells were mis-matched. Device evaluation of battery charger/modem has been completed.  The reported problem (battery/charger faults) has been confirmed. Upon investigation the battery charger/modem displayed a yellow #2 light, indicating a charger failure. The root cause for the defective charger is unable to be positively identified. There was no death or adverse event associated with the charger malfunction.

Event description:
A us distributor reported that a patients battery was unable to power on a monitor. A us distributor reported that a patient was receiving battery/charger faults.